Event description:
The nurse of a (B)(6) pt called zoll customer support to report that the pt had passed away. While in a wheelchair being discharged from the hospital, the pt passed out while wearing the lifevest. After performing CPR and administering medication, the pt was revived but died shortly thereafter. The lifevest did not alarm.

Manufacturer narrative:
Device eval summary: device eval of monitor sn 07014680 and electrode belt sn (B)(4) has been completed. Upon eval, both the monitor and electrode belt were fully functional and capable of detecting and treating the pt. Analysis of the event revealed the presence of significant signal artifact on both channels which interrupted the lifevest's monitoring of the pt's cardiac signal and covered up the underlying ventricular tachycardia (vt) arrhythmia. The signal artifact occurred right at the onset of vt. The cause of the dual lead noise was likely poor contact of the therapy electrode (te) pads and ECG nodes against the skin. The root cause of the poor contact of the te pads and ECG nodes could not be positively identified.